Manufacturer narrative:
Markham, ryan et al. Outcomes following melody transcatheter pulmonary valve implantation for right ventricular outflow tract dysfunction in repaired congenital heart disease: first reported australian single centre experience. Heart, lung and circulation (2017) 26, 1085¿1093. Doi 10.1016/j.hlc.2016.12.004. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding immediate and long-term clinical and hemodynamic outcomes after the implant of a melody transcatheter bioprosthetic pulmonary valve in patients with repaired congenital heart disease. All data were collected from a single center between 2009 and 2016. The study population included 17 patients, all of which were implanted with a melody transcatheter bioprosthetic pulmonary valve. (Predominantly male; mean age 34 years). Serial numbers not provided. Among all patients malfunctions included; minor stent fracture that did not require treatment. No additional adverse patient effects or product performance issues were reported.